Event description:
It was reported through the surgical outcome system that a revision surgery is required due to a prosthetic joint implant failure. No additional information provided. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based on the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event.